Event description:
Additional information was received indicating surgical intervention was undertaken wherein an injection of adipose tissue from abdomen into pocket site resolving the issue.

Manufacturer narrative:
A patient experiencing erosion at the ipg site was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient experienced skin erosion at the ipg site. To address the issue, patient received injection into the ipg pocket of fatty tissue. Reportedly, the skin at the ipg site is thinning. To address the issue, patient received injection into the ipg pocket of adipose tissue taken from the patient's abdominal subcutaneous area. Reportedly, the issue has resolved.

Event description:
Additional information received indicates that surgical intervention took place wherein the ipg was revised.